Event description:
It was reported that the handpiece had an over-temp error during a routine maintenance visit at the account. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and a condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion in the motor and rotor. Those parts were replaced and along with the sag head, bearings, and other components. Svc repaired and returned the device to the customer.